Event description:
Additional information was received indicating that lead damage was suspected.

Manufacturer narrative:
D4, primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that noise resulting in oversensing was observed on the atrial lead. The lead was capped and replaced during an unrelated procedure. The patient was stable.